Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrovideoscope was not being cleaned per instructions for use. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The product was not returned to olympus for inspection; however, technical assistance center (tac) provided remote troubleshooting and education, confirming that the customer had been using incorrect brushes (bw-400b/bw-411b) instead of the required bw-400l for the gf-uct180 scope. The customer later identified that only a limited number of incorrect brushes had been used and is in the process of restocking the correct brushes. The event can be prevented by following the instructions for use which state: chapter 7 of "cleaning, disinfection, and sterilization procedures" states that the device should be cleaned using only the single use channel cleaning brush (bw-201t), a single use channel-opening cleaning brush (maj-1339), a single use combination cleaning brush (bw-412t), a single use single-ended cleaning brush (bw-400l) and dispose of the brushes immediately after use. Using the incorrect brush or using it on more than one endoscope and/or accessories may make it difficult to effectively reprocess the endoscope and/or accessories, and could cause endoscope, accessories and/or equipment damage. Page 140 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.